Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. The device is a stay-in unit and will not be repaired at this time. Additional: a service history review has been performed and the device has been serviced for the reported condition prior to this event.

Event description:
During baxter's review of the event history for another report, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This is involving a pump with software version 6.13.90 which is categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has performed a trend review and there have been similar reports made to baxter. The reported condition will continue to be investigation through CAPA (corrective action and preventive action) investigation mdq-CAPA-(B)(4).